Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was unknown. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit and pump alarmed no delivery. The customer stated that they have a plunger available. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at tubing connector and push insulin slowly through the tubing. The customer reported that insulin exits the tubing. The customer was advised to run manual prime until at least 5.0 units. Customer reported insulin exits with the manual prime. The customer was advised the pump is working as designed. The customer was advised the alarm was caused by set/reservoir occlusion.